Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood solution set contributed to an air in line alarm on a non-baxter infusion pump. This occurred during a patient infusion of blood. There was no patient injury or medical intervention associated with this report. No additional information is available.